Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The battery was changed and the device was rested for couple hours, but the insulin pump alarmed button error and the frozen screen still continued. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.